Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead underwent an unrelated surgery where a magnet was placed over the device during the procedure. After completion of the procedure and upon removal of the magnet, anesthesia thought they saw loss of capture (loc). Boston scientific technical services (ts) discussed having a local field representative come to check the device with a programmer. Attempts were made to obtain additional information, however, have been unsuccessful and no additional information is available at this time. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.